Event description:
Boston scientific crm received information that this left ventricular (lv) lead was explanted due to infection. There were no other adverse patient effects reported.

Manufacturer narrative:
This lv lead was explanted, but it is unknown whether it will be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.